Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the missing piece on the coupling end was retrieved and confirmed. It was also noted that the device was found to have a broken coupling pin. Therefore, the reported condition was confirmed. It was further noted that the device could not complete the full pre-test due to inadequate design specifications. The assignable root cause was determined to be due to inadequate design specifications. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the coupling end of the oscillating saw attachment device snapped off. According to the report, the event occurred during oscillation in the middle of the surgery; however, the issue was not discovered until after the surgery was completed while decontaminating the device for sterilization at which it was discovered that the device was missing something. It was reported that this missing piece of the device was inside the small battery drive device that was used with the device; and was retrieved. It was not reported whether there were any delays in the surgical procedure. A spare device was not used as the surgery was completed successfully without knowing what had occurred. It was reported that no additional osteotomies were performed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that during the pre-repair diagnostic assessment the service technician identified the following failure: coupling power supply deformed, bent, coupling shaft power input broken, and coupling on the machine side broken. The root cause for the additional information received was due to inadequate design specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.